Event description:
Customer reportedly received results of 232 mg/dl and 71 mg/dl within ten minutes on the same device. Customer felt different, but did not have low blood glucose symptoms. Customer self treated with chocolate and felt better. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.